Event description:
Patient initial implant on (B)(6) 2012 and the first revision was on (B)(6) 2012. Consultant reports during routine follow up after first revision, x-rays taken on unknown date revealed three 3 of the six 6 screws were broken. Patient was returned to o.r. On (B)(6) 2012 for removal of all hardware. Patient was revised to a 10-hole plate, 224.601 and eight screws, five of which are locking screws. This is 1 of 4 reports for this event.

Manufacturer narrative:
A manufacturing evaluation was conducted. The as received condition of the plate was intact with some minor marking/scratching consistent with normal field usage. All related pertinent dimensional features were obtainable, measured and passed per the inspection sheet. Inspection and measurement of the returned part showed that it meets all dimensional and visual requirements for pertinent features that could be related to the customer complaint.

Manufacturer narrative:
Product development evaluation was conducted. The information contained in the report is insufficient to determine the cause of the screw failure. The screw design including cross section analysis were reviewed and determined to meet the intended use.

Manufacturer narrative:
Additional narrative: device used for treatment not diagnosis. Review of the raw material and device history records showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition. The product was received the investigation could not be completed as the investigation is ongoing.